Manufacturer narrative:
(B)(4). Complaints of this nature are being investigated under iaca (B)(4).

Event description:
Surgeon attempted to use a sfc-25 fp cartridge but was having trouble with the lack of lubricity as the lens would not move back and forth. The facility states that the cartridge malfunctioned. No patient contact.